Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2004; (B)(4) tissue valve (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device changeout it was noted that the right ventricular (rv) lead had high capture thresholds on the analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.